Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as syr psd microbore tubing detached from the sensor disk during use. The following information was provided by the initial reporter: "tube detached from sensor disk"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-02 . H6: investigation summary the customer reported the tube detached from the sensor disc, and returned one used sample. The sample was clearly separated at the sensor disc, and the complaint is verified. The root cause was thought to be tubing diameter, and was sent to manufacturing location for further investigation. The investigation there found the tubing to be within tolerance. The root cause is inconsistent or wrong use of the medica solvent applicator. A corrective action was implemented to balance the operations on the manufacturing cell, which is intended to eliminate the failure mode. A device history record review could not be performed on model 10014914 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the as syr psd microbore tubing detached from the sensor disk during use. The following information was provided by the initial reporter: "tube detached from sensor disk"